Event description:
Device issue: failure to cross, stent dislodged. Time of device issue: during the procedure. Adverse event: none. It was reported that the xience v stent was unable to cross the calcified and tortuous left circumflex artery. Upon removal of the xience v stent, the stent dislodged. The dislodged xience stent was removed with a snare device. An unspecified stent was implanted in the target lesion. There were no adverse patient effective reported. There was no additional info provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.